Event description:
One month postoperatively, the pt experienced shortness of breath and orthopnea. Echo demonstrated paravalvular leak with two insufficient jets. Intraoperatively, paravalvular leak was noted at the junction of the right and noncoronary cusps. The second paravalvular leak was not identified at explant. A 27mm valve was then implanted; however, paravalvular leak was identified. A 27aecj-502 was then implanted.